Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported that, it was found that something like oil stain was on next to the barcode of the box. Upon evaluation of the returned sample, it was determined that one side of the box was dirty or stained. Based on the information currently available, the cl foreign matter was identified during the investigation of the sample received. This product issue will be addressed through quality system. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Sample analysis: visual analysis of the returned sample determined that one sealed box of product code y339h was received for evaluation. According to the visual inspection of the sample received, it was determined that one side of the box was dirty or stained. Based on the information currently available, the cl foreign matter was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.,according to the information received, it was found that there was something similar to an oil stain next to the barcode on the box. Photo analysis: this is a scan of an image submitted for evaluation. During the visual analysis of the image, a sealed box with a visible stain was observed, with the product code y339h. Based on revision (B)(4), the described event appearance confirmed, however, no conclusion or root cause could be determined. See device review for full review details and conclusion. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.